Event description:
Patient had continued pain in the of the right hip following previous metal on metal modular total hip replacement, and presents at this time following failure of conservative management for total hip replacement revision of the acetabular component only. Serum chromium of hip fluid at the time of surgery = 1.0.